Event description:
Additional informationwas received from a healthcare provider via a company representative. The cause of the volume discrepancies had not been determined as per the physician. The physician was planning to explant the pump and replace with new. Regarding when the issue was first noticed, the healthcare provider¿s office indicated there was no date to report. The patient¿s weight was also unavailable. The pump was to be returned to the manufacturer for analysis following the scheduled explant planned for (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative (rep) on (B)(4).2020. The hcp reviewed the patient's chart which indicated that the expected reservoir volume on (B)(4). 2020 was 4.7 ml and the actual volume was 9 ml. On (B)(4). 2020, the expected volume was 8 ml and the actual volume was 10 ml. On (B)(4). 2020, the expected volume was 4.4 ml and the actual volume was 10.5 ml. At the explant on (B)(4).2020, the expected volume was 21.2 ml and the actual volume was 24 ml. Per the report, the patient had started to have a significant change in efficacy around 3 months prior (approximately april). The entire system was replaced on (B)(4).2020, including the pump and the catheter. The procedure went as expected and planned. The explanted pump, per hospital protocol, was sent to pathology and would then be returned to the manufacturer. No further complications were reported.

Manufacturer narrative:
Continuation of d10: product ID 8709 lot# serial# unknown implanted: explanted: product type catheter h3: the returned pump device passed all testing in the laboratory and no anomalies were identified. The returned catheter was found to have a broken catheter body. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6)2020 at which time it was reported that the issue was considered resolved with the pump and catheter replacement. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was unknown. It was reported that the patient started experiencing a loss of therapeutic effect (date this began was asked unknown), and so they proceeded with a catheter access port (cap) aspiration/dye study. The cap aspiration/dye study was successful and showed no issues with the catheter (date of when the study was done was unknown). As the doctor began troubleshooting, he realized that at the pump refills they have pulled out more than they expected (date of when this began is asked, unknown). Caller states the doctor is very experienced with pumps and is wanting to replace the entire system and scheduled this replacement of the system to be on (B)(6) 2020. Caller has nothing further to add to the call record. There were no further complications reported/anticipated.